Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced central venous stenosis and superior vena cava (svc) syndrome due to occlusion of the b rachiocephalic and scv veins by their right atrial (ra), right ventricular (rv), and left ventricular (lv) leads. The patient underwent an angioplasty and had their dialysis catheter moved to a new location. The ra, rv, and lv leads remain in use. The patient is a participant in the adapt response clinical study. No further patient complications have been reported as a result of this event.